Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5028492/5030673.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein a non rechargeable ipg was implanted. The explanted device components were kept by the facility and will not be returned.